Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited oversensing noise during an automated mode switch episode, resulting in pacing inhibition and an inappropriate mode switch. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.